Manufacturer narrative:
(B)(4). This report was created in error as this was a pads issue. The device related to this issue has returned for investigation but has not yet been investigated.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.